Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The reported patient effect of dissection listed in the xience v instructions for use (IFU) is a known adverse event associated with coronary stenting procedures. Dissections can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. It should be noted that the IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with mild tortuosity and mild calcification. Pre-dilatation was performed and the 2.75 x 15 xience stent was implanted at the target lesion; however, a distal edge dissection occurred, which was treated with a 2.5 x 18 xience. There were no adverse patient effects reported. No additional information was provided.